Event description:
It was reported the glass on display is cracked. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however, the display lens was broken. It was also noted that the upper case was broken, the lower case was broken, one side bail cover was broken, the ring cover was broken, one side bail was missing, the ring was bent and the battery drawer was broken. (B)(4).